Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Visual inspection found that the reload was engaged with the instrument. Visual evaluation of the reload noted that it was fully fired and the anvil clamping mechanism was deformed. Further evaluation also noted the knife bar laminates within the reload were bent. This variation does not interfere with normal function when applied according to the instructions for use. Use on over indicated tissue thickness resulted in damage to the knife bar assembly. The laminate variation was considered to be a secondary condition. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the deformed anvil clamping mechanism may occur when application over tissue that is beyond the recommended thickness range or when application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The root cause was identified as improper use with a secondary condition associated with a variation of an internal component. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during open liver resection while employing liver parenchyma resection, the device unable to retract and the reload was not able to be removed. The stapler was fired on thick tissue, and the jaw of device locked on tissue. After multiple efforts to retract, the stapler was excised from the tissue. The tissue was cirrhotic. There was a tissue loss and damage as a result of this problem. The surgeon tried to remove the stapler by several difference means, opening, un-articulating, then had to suture proximally preventing any vessels from bleeding which led to an extension in surgical time. The stapler was cut out off the tissue in order to complete the case. Patient status : alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.